Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was not impacted.